Event description:
On (B)(6) 2011, the patient reported she changed the infusion site and tubing 20 minutes prior to the report and e4 (occlusion) error was displayed when she attempted to bolus. She was instructed to disconnect from the infusion tubing and she was able to prime without error. She removed the headset and found the cannula was bent. She stated the headset was manually inserted. The patient was assisted in switching to a different type of infusion set and had no further issues. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.